Event description:
It was reported that no disposable clamp tubing alarm was experienced. Upon restart, pump alarms nd pump won't run. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing massaged while pressing green flow stop down. Air bubbles are present in the cassette tubing. Cassette tapped on a hard surface and attached. Pump turned on, settings reviewed and upon restart, alarm returns. Rv: 13.6, rate: 2.2, given: 86. Patient not affected. No additional information available.